Manufacturer narrative:
H6: evaluation codes: results - (other): a visual inspection of the returned product found both haptics torn off. There was evidence of clear surgical residue. Conclusion - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and one haptic tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the cause of the torn haptic was due to a loading error. Anothr same type model lens was implanted.